Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels that ranged from 400 mg/dl to 600 mg/dl. Additionally, it was reported that the customer experienced a low bg of 42 mg/dl. Cause for the elevated and low bg values was unknown. Customer required assistance administering a manual injection and a correction bolus via the pump to address elevated bg, and required assistance addressing low bg with carbohydrates. Recommendation was made to discuss diabetes management with a health care professional. Reportedly, customer reverted to manual injections for insulin therapy.